Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the imaging window was detached near the lap joint section and was kinked. Impedance test shows an electrical open at distal end of the catheter between 0-10 cm from the distal housing. Based on the evidence, the as reported code of image lost is confirmed.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that visualization issues occurred. The 70% stenosed target lesion was located in the mildly tortuous and severely calcified proximal left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but black out image occurred during procedure. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging window was detached near the lap joint section.